Event description:
The device reportedly analyzed the patient's ECG, rendered a shock advised decision and charged the defibrillator, however, the charge was dumped and the device displayed a charge removed message before the defibrillator could be discharged. The patient's outcome and details were not initially reported.